Event description:
It was reported that the right ventricular (rv) lead exhibited episodes of over-sensed noise resulting in pacing inhibition, loss of slack and failure to capture, and the right atrial (ra) lead exhibited loss of slack and failure to capture. The rv lead was explanted and replaced. No further intervention was reported. The patient was in stable condition.